Manufacturer narrative:
(B)(4). D10. Vivacit-e dm bearing 28x42mm item# 110031011; lot# 673;65832. Unknown femoral stem item# unknown; lot# unknown. Unknown acetabular cup item# unknown; lot# unknown. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Approximately one month later, a first revision was performed due to head and bearing dissociation. About two months after the initial procedure, a second revision was required for the same issue involving dissociation of the head and bearing. Diligence is completed and no further information on the reported event has been provided.